Manufacturer narrative:
Sction e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h6 - device code(s): 3191 no code available (dissatisfaction - quality/design) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with the preloaded toric intraocular lenses (iol) and had a perfect refraction value of 0, however, the patient reportedly could not see at any distance. The account indicated that +0.75 d glasses were prescribed, and the patient was able to see clearly. Through follow-up, we learned that the patient reported difficulty performing tasks requiring near focus. The iols were implanted in the right eye (od) on (B)(6), 2026 and the on the left eye (os) on (B)(6) 2026. The pre-operative refraction for the od was s -4.5 / c -0.75 / axis 32 degrees and for the os was s -4.25 / c -0.75 / axis 39 degrees. The post-operative refraction for both eyes (ou) was 0. The post-operative distance visual acuity for the od was 0.7 and for the os was 0.8. Both iols were explanted and the explant date for the os was on (B)(6) 2026 and for the od was on (B)(6). A replacement iol was implanted in the patient's od. No further information was provided. Note: this MDR report is related to the iol implanted in the patient's right eye.